Manufacturer narrative:
Batch review performed on 17 december 2019: lot 185165: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 17 december 2019: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 184726: 88 items manufactured and released on 04-sep-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 3 months after primary. The surgery was completed successfully.